Manufacturer narrative:
Event date will remain unknown, as no additional information was provided. Filter was inserted in 2011, however, event date for adverse event is unknown.. As reported, an optease 466-f210a filter was implanted in (B)(6) 2011, and it grew into the patient¿s vein. It was not removed, and the filter is still in patient. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The reported ¿embedded device¿ could not be confirmed or further clarified at this time. The optease vena cava filter is indicated for retrieval up to 14 days post implantation. Following this period, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported, an optease 466-f210a filter was implanted in (B)(6) 2011, and it grew into the patient¿s vein. It was not removed, and the filter is still in patient. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation.